Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a laparoscopic cholesystectomy, during cystic duct ligation, clips were not formed normally from the first firing. When checking the device, it was confirmed that one of the jaws had slightly deviated. The formed clips were also collected, and they were all twisted in the same direction. The part fell into the patient's cavity and was retrieved. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The instrument was received fully applied with no remaining clips. Visual inspection of the instrument noted the jaws were visibly out of alignment. Functionally, the instrument was engaged in the end of firing safety interlock. Eight clips were received in a small bag. One unformed, two properly formed, and five scissored clips. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the instrument jaw has been positioned at an acute angle to the vessel, and if applied on excessively thick or rigid tissue, the tips of the clip could be prevented from contacting each other. The information booklet which accompanies each product shipment offers the following as a warning and precaution: do not twist the jaws excessively or attempt to lift excessive tissue when firing the instrument. Additionally, once the clip has been loaded into the jaw, the clip must be formed with one continuous handle compression. If an attempt is made to form the clip with multiple partial compressions, the clip will partially form and may disengage from the clip track. Either situation may cause the clip to malform or scissor and may ultimately break. Additionally, during assembly, manufacturing fires one clip from each instrument on test medi a to ensure the media is not cut. A second clip is fired under a vision system to ensure proper clip formation and to check for binding handles. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.